Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable, as the cartridge is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge is not an implantable device. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the non pre-loaded ar40e model intraocular lens (iol) was stuck in the emeraldc30 cartridge. Although the extent of patient contact is unknown, contact did occur. An unplanned vitrectomy was performed however, there was no patient injury. The procedure was successfully completed using another iol. No further information is available.

Manufacturer narrative:
Upon further review, it was noted that in the initial MDR section h-6, did not include health effect - clinical code: 1845. Therefore, clinical code information is captured in this supplemental filing. No other information was provided. The following section has been updated accordingly: section h-6 health effect - clinical code: 1845 - eye injury. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.